Event description:
During collimator exchange involving the bottom most drawer, which holds the "legp" collimator, the drawer latches catch and moves on top of the detector latch. This is due to the drawer having a 4-5 mm side to side movement. This movement is significant compared to another site. If the customer does not take care when pulling out the drawer, the loaded collimator would rest on the head latch and the collimator could fall when the head radius's in to catch the collimator. The customer is aware of the problem and extra care is taken to pull out the draw evently.